Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plum set in which the customer reported that after the upper clip was closed, infusion fluid would still leak to the bag below causing error in dilution concentration and dose; the fluid continually dripped into burette after the upper clamp was closed. It was not reported whether there was patient involvement or not; no harm was reported as a consequence of this event.